Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that in an ophthalmic system vitrectomy cutter did not work. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The pneumatic module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a calibrated system. The console started without any advisories. The vit cutter probe was functional during surgical testing. The returned pneumatics module passed all the required tests. The reported event was not confirmed. The returned sample was working as intended. The root cause of the reported event is attributed to the wear/reliability of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).